Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode received inappropriate shocks on separate occasions due to noise and oversensing. It was noted that the noise was consistent with an electrode fracture. Ultimately, shock therapy was turned off. This patient will be scheduled for an electrode revision. This electrode remains implanted and programmed off. No adverse patient effects were reported. Additional information was received that this electrode was explanted due to the previously mentioned clinical observations. This patient received an upgrade to a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this electrode received inappropriate shocks on separate occasions due to noise and oversensing. It was noted that the noise was consistent with an electrode fracture. Ultimately, shock therapy was turned off. This patient will be scheduled for an electrode revision. This electrode remains implanted and programmed off. No adverse patient effects were reported. Additional information was received that this electrode was explanted due to the previously mentioned clinical observations. This patient received an upgrade to a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately .74mm from the terminal pin, in the area distal to the sensing electrode. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this patient with this electrode received inappropriate shocks on separate occasions due to noise and oversensing. It was noted that the noise was consistent with an electrode fracture. Ultimately, shock therapy was turned off. This patient will be scheduled for an electrode revision. This electrode remains implanted and programmed off. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.